Event description:
The customer reported that the patient was declining during case and was defibrillated, which in turn caused the EKG to flat line and pressures to disappear. We are in the process of gathering additional information regarding this incident.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
H1- after further investigation it was determined there was no serious injury and downgraded to a product problem. The customer stated that after the patient was defibrillated, the ECG trace on the xims system flat lined, however the patient was in normal sinus (due to being able to see the ECG on the life pak).

Event description:
The customer reported that a patient was declining during a procedure and had to be defibrillated. According to the customer, this caused the EKG to flat line and pressures to disappear. It was reported by the customer that the patient was in poor condition and was defibrillated as a result of their condition/procedure. The customer stated that staff had to reboot the system to resume monitoring, which they feel is a safety issue. Subsequent information received from the customer indicated that, it was not so much that patient care was delayed, it was that it was more of a safety issue as staff had no way to monitor the ECG through the xims system. The customer further stated that thankfully the patient was connected to a life pak defibrillator so they were able to see the patients ECG via the small screen. The customer stated that after the patient was defibrillated, the ECG trace on the xims system flat lined, however the patient was in normal sinus (due to being able to see the ECG on the life pak). Staff was only able to get the ECG tracing back on the xims system after rebooting the "football". According to the customer, their main concern was that if the patient had gone into vt (ventricular tachycardia) for a second time, they would be unable to see it on the xims system. There was no patient impact / injury reported by the customer as a result of this incident.